Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. It was also noted that there was distal fiber breakage, scratches on distal edge, loose light guide adapter, failed light transmission, and minor cracks on side of video connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint was due to a broken light guide adapter. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the video telescope light source connection was very bent at the area where it plugged into the box. The metal piece was broken. When removed, water started to come out of the connection. The olympus representative stated that maybe when the ight source was plugged into to the box, the box may be to close to the hydraulic bed and when the bed is moving up and down, the hydraulics are bending the connection that plugs into the box. There were no reports of patient harm.